Event description:
It was reported that the right ventricular (rv) lead's impedance was high. During a procedure to explant the (rv) lead, while pulling the lead through the pocket, the distal section of the coil started to fray and come apart when on the table. The rv lead was explanted and replaced. The patient was stable following the procedure.